Event description:
Reportedly, an atp was delivered on (B)(6) 2025 by the crtd, which was correctly communicated by remote monitoring system. But no egm was recorded. It should be noted the smart monitor was exchanged on (B)(6) 2025.

Manufacturer narrative:
Analysis of data confirmed the event : on 09 december 2025, a rms report was sent with the observation of an atp delivered on (B)(6) 2025. No egm was associated to this report. It is also indicated on this report dated 09 december 2025, the previous report (probably during an in-clinic follow up interrogation) occurred on (B)(6) 2025. The atp alert and the corresponding egm episode should have been displayed during the interrogation of the 02 december 2025. That¿s why the egm of this episode was not re-displayed on (B)(6) 2025. The precedent rms report was sent on 30 oct 2025. It should be noted between (B)(6) 2025, the smart monitor didn¿t communicate with the ICD. Therefore, the smart monitor associated to this ICD was changed on (B)(6) 2025, and correctly sent a rms report. Based on available data, no issue is suspected on the subject ICD and the subject smart monitor.

Event description:
Reportedly, an atp was delivered on (B)(6) 2025 by the crtd, which was correctly communicated by remote monitoring system. But no egm was recorded. It should be noted the smart monitor was exchanged on (B)(6) 2025.